Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to the critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. A review of the pump history file reveals on 3/24/2025 at 02:53 a pump error 35 alarm was triggered which caused the critical pump error (open book image) alarm. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. Critical pump error (open book image) and pump error 35 alarms are confirmed due to moisture damage on the force sensor. For additional information regarding the tests performed, refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported blood glucose value of 350 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1886. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer had been using the auto mode/smartguard feature at the time of reported event. No further patient complications were reported. The customer discontinued the use of the device. The product mmt-1886 was returned for analysis.